Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-70, serial #: (B)(4), description:infinion 70 cm lead kit, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having loss of stimulation. It was determined that all contacts on the leads were out. During the procedure when they tested the new leads with the ipg, the leads were still getting open contacts. The patient underwent a procedure where the splitters were explanted; the leads and the ipg were replaced. The physician suspected malfunction with the replaced devices. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed the required tests and revealed no anomalies. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitters passed visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-2316-70 (sn (B)(4)) device evaluation indicated that the leads had 16 cables were fractured at the kinked sections of the lead body where the clik anchor was positioned. The cables were not exposed. Sc-4316 (ln 16128845) device evaluation indicated that the clik anchor had each eyelet was torn, and a piece of silicone material was missing.

Event description:
A report was received that the patient was having loss of stimulation. It was determined that all contacts on the leads were out. During the procedure when they tested the new leads with the ipg, the leads were still getting open contacts. The patient underwent a procedure where the splitters were explanted; the leads and the ipg were replaced. The physician suspected malfunction with the replaced devices. The patient was reportedly doing well postoperatively.